Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there were air bubbles in the reservoir. Customer's blood glucose was up to 600 mg/dl. Customer was hospitalized due to the air bubbles in the reservoir. Customer had thrown away the reservoir. Customer was advised to change the reservoir. Customer will not be returning the reservoir for analysis.